Event description:
It was reported that the packaging of a device had a punctured inner container. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned product found damage to the sterile packaging (blister and pouch). Sterility has been compromised. The reported event has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.